Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 25 mg/dl. The customer was unable to provide further details regarding the event because he stated that someone was calling him. He advised that the hospitalization occurred prior to his beginning insulin pump therapy. He stated that he had not experienced any hospitalization event since starting insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.